Manufacturer narrative:
The device was returned for analysis. The device was returned in a left curve position. There are bends located approximately 2cm and 5cm from the distal tip. Ring 2 and ring 3 seals are compromised. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The left curve reached past the specified template area. The right curve test passed. X-ray confirmed two bends in the center support. The start of guide coil collapse was also noted in the handle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jan-2018. It was reported that the catheter curve would not steer properly. A 7 / 110 / 2.5 / 8-8 blazer® ii xp was selected for use. During the procedure, it was noted that the catheter curve would not steer properly in one direction. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the seals of rings 2 and 3 were compromised.